Manufacturer narrative:
Corrected information provided in d3 (manufacturer fax) additional information has been provided in d9 and h6.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in an 80 year-old male patient undergoing protected percutaneous coronary intervention. During the procedure, the impella cp cannula was noted to be kinked within the body and was unable to be advanced further. It was unknown whether excessive force was applied during advancement. Vessel tortuosity was reported as a contributing anatomical factor. Due to the inability to advance the device, a decision was made to replace the impella cp. The initial device was exchanged for a second impella cp device without any observed impact on the patient¿s hemodynamic status. The procedure was successfully completed using the second device. Following completion of the procedure, the device was successfully weaned and explanted. The patient survived to explant with no additional adverse events reported.